Manufacturer narrative:
The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that a plastic knuckle from their harmony led 585 surgical light fell from the lighting system. No report of injury or procedural delay or cancellation. The plastic knuckle did not compromise the sterile field.

Manufacturer narrative:
Steris was contacted by the biomedical technician at the user facility inquiring about the part number for the plastic knuckle subject of the reported event. The service request was cancelled because the biomedical technician performed the repairs. As the service request was cancelled, the steris technician did not visit the user facility to inspect and service the unit. The plastic knuckle is a light-weight cover that helps to secure the yoke of the surgical light. The maintenance manual for the harmony led 585 surgical light states, "check wiring in lighthead/yoke interface for routing and chafing. Make sure all connections are tight. Repeat for connector in other knuckle areas," and "inspect all arms for missing or loose screws." The operator manual for the surgical light states, "do not bump lightheads into walls or other equipment." The user facility has opted perform the repairs on the unit themselves. The unit is not under steris contract agreement for maintenance. No additional issues have been reported.